Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Atrial unipolar lead impedance warning on (B)(6) 2015. Remainder of record shows stable unipolar and bipolar atrial impedances around 400 ohms. (B)(4).

Event description:
It was reported that there was unipolar lead warning on the right atrial (ra) lead. It was noted there was one recording of low impedance. The lead remains in use. No patient complications have been reported as a result of this event.